Event description:
This unsolicited case from (B)(6) was received on 02- may-2017 from a physician (obstetrician/gynaecologist). This case involves a (B)(6) female patient who developed wound subfascial abscess in the application site 7 days after the placement of seprafilm. The underlying disease (surgery indication) was weak labour, maternal-fetal transmission, prolonged first stage of labour, rupture of membranes, meconium stain ((B)(6) gestation) (severity before seprafilm use: moderate). No past drug or concomitant medication was reported. There was no concurrent condition before surgery or concomitant use of other medical devices. The patient was a non-smoker, had no allergy or past history of adverse drug reaction or any surgical history. On (B)(6) 2017, emergency abdominal caesarean section was performed for weak labour, prolonged first stage of labour, and meconium stain (at (B)(6) gestation) and 1 sheet of seprafilm once (batch/lot number: 6bysep016; expiration date: not reported) was applied to the subfacial area (1 sheet of seprafilm quarter pack) and uterine wound (3 sheets of seprafilm quarter pack) without using sepralap. The interior and wound of the uterus had been thoroughly irrigated. The postoperative course was favorable, however, her blood wbc and c-reactive protein (crp) increased to 13500/mcl and 20.7 mg/dl, respectively. Therefore, she additionally received cefotiam hydrochloride (pansporin) via IV drip at 1 g bid for 3 days from (B)(6) 2017. In addition, uterine cavity culture was performed. On (B)(6) 2017 (7 days after the placement of seprafilm), wound pain and induration were noted, while no redness was observed. An abdominal ultrasound tomography showed a subfascial abscess (wound subfascial abscess). She started receiving ceftriaxone sodium (rocephin) at 1.0 g bid (i.v. Drip) and clindamycin hydrochloride (dalacin) at 600 mg bid (i.v. Drip) for 5 days. At 21:00, pyrexia of 38 degree celsius was noted. On (B)(6) 2017, at 07:45, the pyrexia resolved (body temperature, 36.4 degree celsius). On (B)(6) 2017, at 15:00, puncture of the subfascial abscess and pus drainage were performed because although the pyrexia had resolved, the symptoms were persisting and the abscess was not showing tendency to decrease. At 19:00, she started to receive ampicillin/sulbactam (pisulcin) at 1.5 g bid (i.v. Drip) (the drug was administered only once on the day). On (B)(6) 2017, the wound pain improved, and drainage (slightly hemorrhagic) was noted. On (B)(6) 2017, the drain came out spontaneously, but a small amount of light yellow discharge persisted. On (B)(6) 2017, she stopped having discharge from the wound, and the wound spontaneously adhered. On (B)(6) 2017, as the wound induration also improved, and blood wbc and crp showed improving tendency (9400/mcl and 1.5 mg/dl, respectively), she started taking cefditoren at 1 tablet tid for 7 days. As of (B)(6) 2017, she was recovering from the event. She was discharged from the hospital on the day because the symptoms improved and disappearance of the subfascial abscess was confirmed on an ultrasound tomography. Seprafilm was not used again. No test was performed to identify the suspect drug. Corrective treatment: cefotiam hydrochloride i.v. Drip, 1 g bid, from (B)(6) 2017 to (B)(6) 2017; ceftriaxone sodium i.v. Drip, 1 g bid, from (B)(6) 2017; clindamycin hydrochloride 600mg, i.v. Drip, 600 mg bid, from (B)(6) 2017; ampicillin/sulbactam 1.5g, i.v. Drip, 1.5 g bid, from (B)(6) 2017; cefditoren p.o., 1 tablet tid, from (B)(6) 2017, outcome: recovering/ resolving a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). A lot history review was performed for lot 6bysep016. There were no product complaints and no additional aes associated with this lot. Date of manufacture for the lot was 14-apr-2016. All batch records were reviewed and approved by qa and all manufacturing and qc specifications were verified as being met prior to release. There were two deviations noted during the processing of the lot, a pressure indicator calibration out of tolerance and a drying cycle humidity excursion. Quality management final assessment of these investigations determined that neither of these issues had an impact on the product or the quality attributes of the product. There were no environmental monitoring excursions or change controls associated with the processing of this lot. The lot was sterilized by gamma irradiation. The certificate of irradiation was reviewed and all dosimeter readings were within the minimum and maximum dose as well as exposure time required per seprafilm sterility specifications. Nothing was noted in the lot history that would be indicative of a product malfunction. All seprafilm lots manufactured by sanofi-genzyme are released for shipping by quality assurance only after the successful completion of certificate of analysis testing and review of associated process documentation. This release procedure provides assurance that all lots are manufactured under the specified process parameters and meet final product specifications. Sanofi /genzyme will continue to monitor and trend these types of events and implement appropriate corrective actions where applicable. Diagnosis: wound subfascial abscess reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting obstetrician/gynecologist's causality assessment: probable. Reporting obstetrician/gynecologist's comment: intrauterine infection; and surgical invasion, concomitant drug, or concomitantly-used medical device (unspecified) were considered to be alternative explanations for the event. Further reported, in this case, rupture of membranes and meconium stain were observed before the surgery, therefore the laparotomy was performed by irrigating the intraperitoneal area carefully during the c/s. Despite the irrigation, the subfascial abscess developed. In literatures, the incidence rates of subfascial abscess were low, and reported to be related to anaerobes. Based on above, the subfascial abscess was considered probably related to the subfascial application of seprafilm. From here on, the reporter would perform careful intraperitoneal irrigation including the subfascial area, and would change the postoperative antibiotics to drugs effective against anaerobes. Additional information was received on 16-jun-2017. Global ptc number and ptc results were added. Additional information was received on 27-jun-2017 from physician. Medical history was updated. The verbatim for the event of subfascial abscess was updated to wound subfascial abscess. The onset date and the outcome of the event were updated. The corrective treatment for the same was added. Relevant laboratory data was added. Clinical course updated and the text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on 02- may-2017 from a physician (obstetrician/gynaecologist). This case involves a (B)(6) female patient who developed subfascial abscess in the application site 4 days after the placement of seprafilm. The underlying disease (surgery indication) was weak labour, maternal-fetal transmission. No past drug or concomitant medication was reported. There was no concurrent condition before surgery or concomitant use of other medical devices. On (B)(6) 2017, caesarean section was performed and 1 sheet of seprafilm once (batch/lot number: 6bysep016; expiration date: not reported) was applied to the subfascial area (1 sheet of seprafilm quarter pack) and uterine wound (3 sheets of seprafilm quarter pack) without using sepralap. The interior and wound of the uterus had been thoroughly irrigated. On (B)(6) 2017, 4 days after seprafilm placement, the patient developed moderate subfascial abscess in the application site of seprafilm (the onset site seemed obvious to be the application site of seprafilm). It was reported that the abscess developed only in the subfascial area. On (B)(6) 2017, the event resolved. Corrective treatment: not reported outcome: recovered a pharmaceutical technical complaint (ptc) was initiated with (B)(4). A lot history review was performed for lot 6bysep016. There were no product complaints and no additional aes associated with this lot. Date of manufacture for the lot was 14-apr-2016. All batch records were reviewed and approved by qa and all manufacturing and qc specifications were verified as being met prior to release. There were two deviations noted during the processing of the lot, a pressure indicator calibration out of tolerance and a drying cycle humidity excursion. Quality management final assessment of these investigations determined that neither of these issues had an impact on the product or the quality attributes of the product. There were no environmental monitoring excursions or change controls associated with the processing of this lot. The lot was sterilized by gamma irradiation. The certificate of irradiation was reviewed and all dosimeter readings were within the minimum and maximum dose as well as exposure time required per seprafilm sterility specifications. Nothing was noted in the lot history that would be indicative of a product malfunction. All seprafilm lots manufactured by sanofi-genzyme are released for shipping by quality assurance only after the successful completion of certificate of analysis testing and review of associated process documentation. This release procedure provides assurance that all lots are manufactured under the specified process parameters and meet final product specifications. Sanofi /genzyme will continue to monitor and trend these types of events and implement appropriate corrective actions where applicable. Diagnosis: subfascial abscess. Reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting obstetrician/gynecologist's causality assessment: probable. Reporting obstetrician/gynecologist's comment: intrauterine infection; and surgical invasion, concomitant drug, or concomitantly-used medical device (unspecified) were considered to be alternative explanations for the event. Additional information was received on 16-jun-2017. Global ptc number and ptc results were added.

Event description:
This unsolicited case from (B)(6) was received on 02- may-2017 from a physician (obstetrician/gynaecologist). This case involves a (B)(6) female patient who developed subfascial abscess in the application site 4 days after the placement of seprafilm. The underlying disease (surgery indication) was weak labour, maternal-fetal transmission. No past drug or concomitant medication was reported. There was no concurrent condition before surgery or concomitant use of other medical devices. On (B)(6) 2017, caesarean section was performed and 1 sheet of seprafilm once (batch/lot number: 6bysep016; expiration date: not reported) was applied to the subfascial area (1 sheet of seprafilm quarter pack) and uterine wound (3 sheets of seprafilm quarter pack) without using sepralap. The interior and wound of the uterus had been thoroughly irrigated. On (B)(6) 2017, 4 days after seprafilm placement, the patient developed moderate subfascial abscess in the application site of seprafilm (the onset site seemed obvious to be the application site of seprafilm). It was reported that the abscess developed only in the subfascial area. On (B)(6) 2017, the event resolved. Corrective treatment: not reported. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated and the results were pending. Diagnosis: subfascial abscess. Reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting obstetrician/gynecologist's causality assessment: probable. Reporting obstetrician/gynecologist's comment: intrauterine infection; and surgical invasion, concomitant drug, or concomitantly-used medical device. (Unspecified) were considered to be alternative explanations for the event.